Event description:
It was reported that a patient¿s therapy was not working for about five days. She was not getting symptom relief and had been in pain for about five days. The patient couldn¿t feel stimulation when she moved the antenna and patient programmer away from the implant. The day of the report, the patient noticed that she felt stimulation on the implant and in the butt area. She had not had a fall or trauma. The device was on and set on program 3 at 1.6 volts but the patient couldn¿t feel stimulation. She increased the setting to 1.7 volts and felt stimulation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# va0ebag, implanted: (B)(6) 2014, product type: lead. (B)(4).